Event description:
Markers chains and egm's were desynchronized on the avb registered episode in aida. The device remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4) markers and egm's were desynchronized. Since the device remains implanted, the programmer files were reviewed. Results: the files showed it was related to a programmer software issue, which is already corrected in the newer software versions. Conclusions: no pt safety issue and can remain implanted. (B)(4).